Event description:
It was reported a spectrum pump alarmed system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom system error 322 alarms. The eval could not determine a cause. Eval of known contributors determined that the upper auxiliary assembly was failing. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.